Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a guidewire stuck occurred. During a procedure, after ablating the left superior pulmonary vein with no complication, the physician moves the farawave pulsed field ablation catheter and the merit inqwire rosen j tip guidewire to look for the left inferior vein. During this normal maneuver, the guidewire got stuck. The physician was not able to move the guidewire inside the catheter and slowly and carefully removed the catheter with the guidewire, from the patient. When the catheter and guidewire were removed from the body, the physician then used force on the guidewire to remove it from the catheter. The guidewire broke at the proximal end, with the spring-like outer portion still attached to the two metal parts. One end of the guidewire was firmly lodged in the catheter, making removal impossible. No tissue was observed on the tip of the catheter and or guidewire. The catheter and guidewire were replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Images were reviewed by a boston scientific quality engineer, it is possible to see a damaged guidewire, however, without the proper evaluation it is not possible to confirm any issue or anomaly related to the catheter, as the guidewire was not returned.

Event description:
It was reported a guidewire stuck occurred. During a procedure, after ablating the left superior pulmonary vein with no complication, the physician moves the farawave pulsed field ablation catheter and the merit inqwire rosen j tip guidewire to look for the left inferior vein. During this normal maneuver, the guidewire got stuck. The physician was not able to move the guidewire inside the catheter and slowly and carefully removed the catheter with the guidewire, from the patient. When the catheter and guidewire were removed from the body, the physician then used force on the guidewire to remove it from the catheter. The guidewire broke at the proximal end, with the spring-like outer portion still attached to the two metal parts. One end of the guidewire was firmly lodged in the catheter, making removal impossible. No tissue was observed on the tip of the catheter and or guidewire. The catheter and guidewire were replaced. The procedure was completed and there were no patient complications. The device was received for analysis.